Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they need an MRI of their head due to an injury. Patient stated the battery is dead and they need to have an MRI. Pt wondered why they can't get an MRI and if they can see a rep in person. Agent reviewed info and reviewed with patient that a medtronic representative can meet them at a medical facility and reviewed rep role. Patient mentioned that the implant battery lasted about 3 years after implant and that was it so they quit using the stimulator. Pt mentioned before they had met a mdt rep in person who has charged their implant but it only lasted for a while because maybe there is not enough lithium in the battery.